Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Note: date of birth and age are unknown. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a male patient who underwent breast implant surgery with a 400cc mentor tissue expander experienced deflation (side unknown) post procedure. During breast implant surgery, when the physician took off the expander there was a slit on the seam where it is split. As a result, patient had an explantation on (B)(6) 2019.

Manufacturer narrative:
Additional information was received on 11/22/2019, the mentor failure analysis lab received the device for evaluation. Patient had an explantation on (B)(6) 2019. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The investigation of the returned device was completed by the failure analysis lab on 11/22/2019. Device evaluation summary: according to the reported information, the patient experienced a deflation in a mentor tissue expander. During visual analysis of the sample it was observed a tear between shell and patch, the injection dome was found cut and it was noted device was colored in blue. Microscopic examination of the edges of the rupture revealed parallel striations. No additional anomalies were observed. Device colored in blue is due they used dilute methylene blue in the expanders to detect early leaks. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. Manufacturer reference number: (B)(4).